Event description:
The pt fell asleep on a heating pad. She developed 1st and 2nd degree burns over the neurostimulator. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).